Manufacturer narrative:
The recipient reportedly experiences sound quality issues.

Manufacturer narrative:
Programming changes were made; however, this did not resolve the issue. Device testing results were within normal limits.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient is reportedly healing well and has resumed use of the device.

Manufacturer narrative:
Imaging results revealed that the electrode array appeared to be in place. However, it was reported that the electrode array had partially migrated out of the cochlea.

Event description:
The recipient's device reportedly migrated. The recipient underwent repositioning surgery.